Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migrated and embedded into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("migrated and embedded into my uterus"), uterine pain ("feel pain in the exact area of my uterus") and pelvic pain ("I had pain when I walked and sat down"). At the time of the report, the embedded device, device expulsion, uterine pain and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device, pelvic pain and uterine pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migrated and embedded into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("migrated and embedded into my uterus"), uterine pain ("feel pain in the exact area of my uterus") and pelvic pain ("I had pain when I walked and sat down"). At the time of the report, the embedded device, device expulsion, uterine pain and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device, pelvic pain and uterine pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.